Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information received reported that affected device was explanted on (B)(6) 2016 and the current status of the device was unknown. Additional information received reported that the cause of pain was not determined. It was reported that the pain began recently, they felt like there was not much tissue over the implantable pulse generator (ipg) and it hurt when touched as well. The patient had about a 10 pound intentional weight loss. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated to "adverse event. Product problem." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) in a clinical study reported pain at the implantable pulse generator (ipg). There was a report that interventions was an entire system explant and not replaced. The event resulted in an unscheduled clinic or office visit. It was reported that the patient returned with the primary complaint of pain at the interstim on (B)(6) 2016 which they were not using and desired removal. The patient stated that the pain began recently. There was a report that the event was related to the device or therapy and not related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.